Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to pulmonary embolism (pe). Patient is alleging tilt and vena cava perforation. Per the (B)(6) 2014 inferior vena cava (ivc) filter placement: "then, the cookl [sic] gunther tulip vena caval filter was introduced and successfully deployed ln the infrarenal vena cava. Post filter deployment radiograph shows the filter has a satisfactory position and configuration". Per the (B)(6) 2017 independent review of (B)(6) 2017 CT abdomen and pelvis: "positive for caval perforation. Superior extent of caval filter superior l2 vertebral body. Inferior extent mid l3 vertebral body. A total of 4 prongs have perforated the ivc series 2 image 43. Maximum distance prongs perforated approximately 5 mm series 2 image 43. Coronal images approximately 4 degree tilt left to right series 300 image 67. Sagittal images 1 degree tilt posterior anterior series 302 image 66. Diameter of ivc directly above filter 15 x 8 mm series 2 image 3.".

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for device perforation. (Device code): appropriate term/code not available (3191) for device tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.